Event description:
The device was used during an esophagectomy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.